Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass and metal cap are attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "cap came off" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during bph procedure at 165,719 joules used and 21:30 minutes expended, the cap came off the end of the fiber. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged, and the second fiber was utilized to complete the procedure. Patient outcome: ¿ok¿ reported. No patient injury was reported.